Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit noted. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they also have a battery out limit alarm. Troubleshooting for keypad anomaly was performed. Customer advised they walked the dog and then the device started beeping. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.